Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt was having pain and an infection was suspected. No infection found. Necrotic tissue was discovered, no evidence of inflammation of any kind. Surgeon cleaned out necrotic tissue and performed revision."